Event description:
The manufacturer received information alleging a ventilator's lcd screen was black. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a loose connector was observed on the blacklight inverter. The connector was reinstalled to address the issue.